Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was noted to be inaccurate. Reportedly, the customer observed dates being displayed as out of order and repeating in the pump history as date changes and time changes. Although requested, the customer was unable to verify if the customer changed the settings, but reported the customer intentionally adjusts the time and date after normal pump battery depletion. Additionally, the customer reported observing a reset screen after the pump battery depleted as intended; however, the reset entry was not observed in the pump history. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain the pump data logs for a log review to be performed; however, the customer declined.